Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 45 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with antibiotics, insulin, wound care. Customer did not allege pump was over delivering. Customer reports auto mode was active and automatically delivering insulin at the time of low blood glucose event. Customer also reported for blank display. Customer states the pump rattles when they shake it. Customer states the contacts on the battery cap are neither missing nor damaged. The insulin pump will not be returned for analysis.